Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of angle wire, bending angle in up direction does not meet the standard value; due to damage on upward/downward angulation control knob, water tightness was lost; adhesive on bending section cover had a chip; adhesive on bending section cover had a crack; adhesive on bending section cover had white- clouded area; due to clogging of nozzle, water removal ability does not meet the standard value; plastic distal end cover had a dent; due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity cannot be obtained; due to dirt on objective lens, foggy image occurred; connecting tube had a wrinkle; connecting tube had coating peeling; connecting tube had a scratch; plug unit was deformed; protector of universal cord on suction connector side had a scratch; universal cord had a wrinkle; universal cord had a scratch; switch box had a scratch; switch 3 had a scratch; paint on suction cylinder was peeled; image guide protector had a scratch; control unit had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, foreign materials were identified inside the nozzle, on tip objective lens, on illimitation lens and tip cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material residue points were not deformed, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device